Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the prox cx. The vessel was mildly tortuous. Device was removed from packaging and inspected prior to use with no issues noted. Negative prep was performed with no issues noted. Device did not pass through a previously deployed stent. It is reported that the stent dislodged from the delivery system prior to stent deployment. It was not possible to retrieve the stent and it is lost in the prox cx.

Event description:
Image review: the returned coronary angiogram show the attempted delivery of the stent. Cag image shows the left main, lad and the lcx vessels. There is evidence of narrowing in the lad and the lcx. The images show the stent present on the stent delivery system but the images fail to show the point that the stent became dislodged from the delivery system. The images show the dislodged stent in the vessel but it is unclear from the images how the stent dislodged.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). Inherent risk of procedure (stent embolism). (No results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusion: known inherent risk (stent embolism); unable to confirm complaint (device or procedural images not provided for review). (Root cause could not be determined). (B)(4).